Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report on (b64 )2013 the transmitter gave an out of range signal after warmup. Dexcom technical support was able to resolve the problem.